Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the image cut out and went black. The controller was turned off and on, the scope was unplugged and plugged back in but still after 30 seconds to a minute, the screen would go blue, the controller would power off and the screen would go black. The controller was switched, and the issue persisted. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d scope was analyzed. The scope showed image as expected when connecting the device to the capital equipment, and the image remained consistent for more than 30 minutes. The electrical test measurements were within the normal values and no shorts in the circuit were detected. The investigation was unable to identify any damage or malfunction related to the reported event. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the image cut out and went black. The controller was turned off and on, the scope was unplugged and plugged back in but still after 30 seconds to a minute, the screen would go blue, the controller would power off and the screen would go black. The controller was switched, and the issue persisted. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.